Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for each of 4 replacement parts. Replacement positioning sensor unit (psu) kit, ext scu to r/a psu cable, internal breakout box cable and int scu to psu cable were all shipped to site on 09/08/2015. No parts have been received by manufacturer for analysis. On 09/10/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/28/2015 a medtronic representative, following-up at the site, reported the site switched to using axiem, without issue. No further issues have been reported.

Event description:
A site representative reported that their navigation system camera intermittently stops working. There was a localizer not connected error message. No further details regarding the concern, or when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A surgeon reported that the cranial procedure was slowed (not significantly) whilst they tried to fix the issue of repeated beeping of the localizer re-setting itself. The could not switch it off as they still needed to navigate. In the end, they were able to switch it off to avoid the beeping noise. The patient came to no harm. Four components of the navigation system were returned to the manufacturer for evaluation. The internal breakout box cable and internal scu to psu cable both appeared to be returned unused. The external scu to r/a psu cable was found to be in good condition with no physical damage. The cable passed a continuity test with no opens or shorts detected. The cable was fully functional. The hardware investigation found that the returned positioning sensor unit (psu) kit was related to a hardware issue. When connected to a test system, the tracking was normal throughout the volume. A check of the event log did not reveal any issues. However, the psu failed the diagnostic accuracy test at 0.69 mm. The psu has not been previously returned for a failure. This issue was documented in a medtronic navigation hardware anomaly tracking database.